Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of fluid ingress, damage to the white power cable, and discolored system controller screen was confirmed via submitted images. Cosmetic damage to the outer jacket of the white power cable and discoloration on the system controller screen were observed via the submitted images. The system controller was then opened, and additional images were submitted revealing fluid ingress throughout the interior of the system controller. The provided information indicated the system controller was exchanged; however, no product will be returned for further evaluation. A root cause for the damage to the white power cable was not conclusively determined. The root cause for the discolored system controller screen was determined to be due to fluid ingress inside the system controller; however, further root cause of the fluid ingress was not conclusively determined. The device history records were reviewed, and the records reveals that the heartmate ii system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on (B)(6)2016. The heartmate ii instruction for use was available for use at the time of the event. Section 2, entitled ¿system operations¿, instructs the user to not submerge the system controller in water or liquid and to keep the system controller power cables away from any liquid as well. This section also instructs users not to twist, kink, or sharply bend the system controller power cables. The heartmate ii instruction for use section 8, entitled ¿equipment storage and care¿ addresses how to properly care for and maintain the equipment for proper use. The heartmate ii patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the clinic due to discoloration on their system controller screen. No usual alarms were noted by the patient, and none were seen on controller interrogation. The patient was noted to have occasional low flow alarms, due to having known left ventricular assist device (lvad) inflow malposition (first confirmed via CT scan on (B)(6)2024) that occasionally interrupts ideal flow pattern. The low flows caused by lvad inflow malposition were treated by recommendation of adequate patient fluid intake. The patient did not shower and was unaware of how water may have entered the controller. The log file captured 2 low flow events on (B)(6)2024, which resolved spontaneously. No patient symptoms were observed at the times of the low flow events. There did not appear to be any type of mechanical circulatory support (mcs) equipment issues causing the events. The controller was exchanged without issue. The old controller was disassembled to better visualize any damage. There was a tear on the white power cable that may had been the original issue. There was green fluid throughout the inside of the system controller. When the driveline was removed during the exchange, the outside of the driveline was quickly wiped with a 4x4 gauze, and no green residue was noted on the gauze. No residue was noted inside of the driveline port on the old controller.